Event description:
It was reported that a malfunction alarm, specifically malf 12, occurred. There was no adverse impact to the customer¿s blood glucose level. The customer received instructions from technical support, successfully reset the pump, and was advised to continue using it while monitoring for any recurring issues.